Event description:
It was reported the programmer rf (radio-frequency) head was not working. Further details on what was not working are not available. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer rf (radio-frequency) cable had internal twists, which caused an intermittent telemetry uplink loss.